Event description:
Drive Medical was notified of an incident involving a rollator by the device provider who reported that the arm and wheel detached from the device while in use, resulting in the end user to fall from the curb and sustaining a concussion. As part of its complaint review and evaluation process, Drive Medical will also notify the manufacturer of the product about this complaint.